Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 reporter facility name: (B)(6).

Event description:
The event involved a plum 360 where it was reported that the plum 360 is having random rebooting issues. The device keeps cutting out and not programming correctly. While doing a 30-minute infusion test run, the device stops by itself 6 minutes in and goes to a black screen. There was patient involvement, no human harm, and there was a delay in therapy.

Manufacturer narrative:
Device returned to manufacturer on 10/24/2023. On 11/03/2023 downloaded cda logs. Confirmed customer¿s complaint that the device reboots / wont program. When powered on the device alarms with power off power on replace pump if continues. Upon review of the event alarm logs device has alarmed with depleted battery n252, low battery n58, and e437 software fail. The device does not stay powered on in dc power mode after a few minutes of running on dc power the device powers off on its own. Device functions correctly in ac power mode. Replaced the battery and pressed change battery softkey. Performed the battery operational check out. Charged the battery for a minimum of 8 hours. Recharge battery start time is (B)(6) 2023 @ 11:00 am. Recharge battery stop time is (B)(6) 2023 @ 8:00 am. Programmed device to run at a rate of 25 ml/hr. For a duration of 7 hours. Device passed battery operational checkout. Device no longer alarms with n58, n252, or e437. Device no longer alarms with power on or power off replace pump. Device does not reboot on its own. Device can be programmed correctly. Device functions correctly in both ac and dc power mode. Probable cause or the customer¿s complaint of the device rebooting or not being able to program correctly is defective csb battery. Probable cause for n58, n252, and e437 is defective csb battery. Probable cause for power off power on error alarm is defective csb battery. Device passed self-test with no error alarms. Device ln 30010-04-13 sn (B)(6). Single list UDI.